Manufacturer narrative:
Although requested, the ¿lot number¿ was not provided, therefore the UDI-pi is not available. The device history record review cannot be performed at this time. Investigation found the ultrasound handpiece had been cleaned using a non-compliant low-level disinfection method. Following the event, guidance on proper cleaning, disinfection, and device use was provided. The investigation is underway. See related 0001920664-2026-00054.

Event description:
A user facility in japan reported that two patients developed postoperative endophthalmitis symptoms after surgery on the same day. For the first patient, symptoms developed (B)(6) 2026; pseudomonas aeruginosa was confirmed by culture, requiring hospitalization and intraocular irrigation. The surgeon could not rule out a device-related cause. The patient was discharged on (B)(6) 2026. No further patient information is available.